Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Four clips were jammed in the distal end of the channel. The jammed clips were removed; as the fourth clip was being removed a fully formed clip was observed, the next clip loaded into the jaw and was fired with proper formation. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The instrument was disassembled and damage to the ratchet system was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is not allowed full retraction of the instrument's handle before an attempt to form the next clip. Causing damage to the ratchet and resulting in double indexing of clips or misloading of the clip. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left gastric operation for carcinoma of the stomach, the device clip was stuck and could not be fired. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.